Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure the anker tip was broke. The hole was prepared for the original device. With a grasper the pieces was removed. There was not major delay reported or injury. The procedure was finished with a backup device.

Manufacturer narrative:
One 5.5 mm pk healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have been broken off and were not returned. The material surface where the threads have broken off is heavily burnished. Dimensional assessment of the remaining part of the anchor confirmed it met print specifications. The condition of the anchor indicates it was subjected to excessive force during insertion.